Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed upstream occlusion test during preventative maintenance (pm). There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No relevant events logged in event history. No applicable service history was found. Visual and functional testing was performed. Primary complaint of failed upstream occlusion test was confirmed. Replaced upstream occlusion (uso) sensor and seal. Upon further investigation, found damaged latch lock sensor, replaced latch lock sensor. Performed latch lock test. Device passed all testing criteria post repair.